Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507. After the mixer valves were changed, the error still persisted. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the information received, the device alarmed with (B)(6). It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. A replacement sensor board was provided to address the reported issue. To date, despite several reminders, no additional information or confirmation regarding the installation of the component was received. Considering that no patient was involved, a replacement sensor board was provided, and no further information was received, hamilton medical considers this case closed.